Event description:
Patient had laid his heavy portable driver (freedom driver) on his lap and inadvertently pinched off the pneumatic line accuating his tah; results were immediate syncope. Patient regained loc quickly once the driver fell out of his lap.